Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Studies which had not been transmitted to pacs were lost when the system failed. A software reload was completed. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, the customer service engineer (cse) ran the system repair tool but got exceptions. Therefore, the exam data was not extracted. The error logs and exam data were not available for the investigation. Root cause of the initial failure could not be determined since the logs were not available. The cse reloaded the software to resolve the issue. After service, there have been no further reports of this issue at the site.

Event description:
Additional information was received and it was reported that after the echocardiogram procedure was completed, the system booted to a non-imaging screen and would not recover enough to transmit the study to pacs. The data was lost and was reported to be unrecoverable. The study was repeated and completed again later that day after a software reload cleared the hard drive and thus corrected the problem. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the brand name of the device (see section d1), provide initial reporter contact information (see section e1), update device evaluated by manufacturer (see section h3), provide/correct additional device codes and results code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.